Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the blade broke apart while being used in a functional endoscopic sinus surgery (fess) in removing polyps. They opened a new blade and continued with the procedure. The device was not reprocessed and was used for the first time. There was no patient impact.

Manufacturer narrative:
Analysis found that there was a residue consistent with biological contaminants on the device. Visually, the distal tip had broken off the inner cutter which would have resulted in the reported event. The portion that became detached measured approximately 0.24¿ in length. The break occurred at the first proximal tooth valley. Note - the distal tip outside diameter of the inner cutter (expanded area) was a turned / machined finish when compared the remainder of the tube. The assemblies were deformed in such a way that indicates the inner blade teeth impacted the outer cutting edge at the 4th proximal tooth while moving in a cw direction which resulted in the breakage. There were no signs of misuse or mishandling. There were no signs of bends or concentricity issues. There was uneven wear at the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. Additional information suggest that fdm:4114, fdr:3221 and fdc:67 no longer applies to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.